Manufacturer narrative:
Exact date unknown, event occurred few years ago from date manufacturer was made aware. Date of explant: few years ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 16541095.

Event description:
It was reported that patient experienced inadequate pain relief. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.